Manufacturer narrative:
H3 other text : device was not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging there were particles in the airpath of his dreamstation auto CPAP device. There was no reported patient harm or injury. There was no reported medical intervention. The device was requested multiple times to be returned for evaluation, but no device was ever returned. If any additional information is received, a follow-up report will be filed.